Event description:
It was reported that following an unspecified coronary treatment procedure, the tip of the platinum plus guidewire was discovered to be loose. The lesion being treated was a calcified, 99% stenotic lesion in the left anterior descending coronary artery. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'.